Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation the active electrode of the synchrony 2 was pulled out by its own rebound elasticity. The non-inserted portion of the electrode lead forced the active array out of the cochlea. The surgeon had to straighten the active electrode after several insertion attempts.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode array, which was likely caused by straightening attempts of it during implantation surgery. No other damages have been identified which could explain the reported problem. It is therefore assumed that the device might have been inadvertently damaged during the initial surgery. Furthermore a full insertion of the active electrode array into the cochlea could not be achieved, which might have contributed to the lack of benefit. This is a final report.

Event description:
During implantation the active electrode of the synchrony 2 was pulled out by its own rebound elasticity. The non-inserted portion of the electrode lead forced the active array out of the cochlea. The surgeon had to straighten the active electrode after several insertion attempts. The user was re-implanted with a synchrony device.